Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage was found on the electronics assembly. No numbers scrolling during our testing noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm while trying to program bolus. The customer's blood glucose was unknown at the time of incident. The customer stated that the numbers were skipping when the up and down arrow were being pressed. The customer stated that the insulin pump might have been exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.